Event description:
The lead was explanted due to a report of high thresholds. Explant method: intravascular, superior. Techinque/tools: laser, dilatator sheath, intravascular counter traction. No complications.